Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited high impedance measurements. The lead was capped and replaced. The patient was doing well post surgery.